Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump intermittently delivered multiple boluses without user interaction. Review of the pump data logs by tandem technical support verified that the boluses were manually requested by the customer and did not observe any issues with the pump; however, contact maintained belief that the pump delivered the boluses on its own. The customer's blood glucose (bg) level subsequently decreased to range from "low" to 150 mg/dl. The customer's mother provided assistance and the customer consumed carbohydrates to address bg. The customer reverted to an alternate method of insulin therapy.